Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading low mg/dl. No bg meter comparison value was reported. The patient self-treated by eating cheesecake. Once the patient got home, he tested his bg meter reading which was 521 mg/dl while the cgm was displaying an unspecified low value. The patient was asymptomatic. The patient then self-treated with insulin and went to the emergency room (ER) for evaluation. At the ER, the patient was treated with IV fluids. No bg meter or cgm values from while the patient was in the ER were reported. The patient was discharged home after approximately 2 hours. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available